Manufacturer narrative:
On 04-aug-2020, mentor received additional information about the event. The patient had only her right breast prosthesis explanted and it was replaced with a mentor memorygel breast implant 400cc gel breast prosthesis. On 05-aug-2020, the mentor failure analysis lab received the device for evaluation. On 11-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture on the breast implant. During the visual evaluation, a tear was observed on the anterior view measuring approximately 1.1 cm, and next to the tear an area of missing material also was noted measuring approximately 0.3 cm x 0.1 cm. Additionally, creases were observed in the anterior view. Microscopic examination of the edges of the tear and missing material and revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400 cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast. In addition, the patient¿s right breast prosthesis ruptured after implantation. Both the capsular contracture and the device rupture were confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.